Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece stopped working. It was also reported that the battery was changed, but it didn't help. There was no pt harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR, however the investigation was not was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.